Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the foot operated locks are being broke. The dealer stated the facility is requesting to have the locks changed.